Event description:
It was reported that the rv lead had increasing and varying impedance. There is a suspected fracture. The lead was replaced. There were no patient complications reported with this event.